Event description:
The customer reported going to the emergency room 4 days after the pod was removed because the infusion site was dark red with a burning sensation and pain. The customer was diagnosed with cellulitis and the site was drained. The customer was given a shot of antibiotics on her hip and she was also prescribed antibiotics to take home.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to customer;s infusion site infection. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.